Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for partial display and audio anomaly. Blood glucose at the time of incident was 216 mg/dl. The customer reported that the insulin pump started making a loud noise yesterday. Customer reported that the display the screen started flashing white and then it kept making the loud noise like when the battery is about to go out. Customer also reported that red light also started flashing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly. Unit received with minor scratched display window and case.